Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Additional information received from the field representative indicated that the rv lead was capped. There were no additional adverse patient effects reported. The rv lead was abandoned surgically.